Event description:
During use for cardiopulmonary bypass, the mechanism for adjusting the pump roller occlusion removed without input from the user. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.